Event description:
It was reported that a spectrum iq infusion pump had false upstream occlusions. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "false upstream occlusions" was not reproduced. A review of the event history log revealed upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor to be significantly out of specification. The ultrasonic sensor requires replacement to address this issue. During evaluation, the device alarmed air in line. The cause of the condition was determined to be upstream sensor to be significantly out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.